Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted technical services to report that this patient developed a spontaneous arrhythmia requiring external cardioversion when the device failed to deliver therapy. When the device was interrogated, the device displayed a fault code 01 (charge time greater than 45 seconds). The patient did not experience any complication or irreparable injury. The battery details were reviewed and the monitoring voltage was 2.20 volts with a charge time of 34.8 seconds. Technical services suspected that the long charge time was likely the result of a low battery state and the inability to effectively charge the device's capacitors. Technical services recommended that the device should be replaced. Subsequently, boston scientific received information that this device was explanted and replaced. To date, the device has not been returned to boston scientific's post market quality assurance laboratory.